Manufacturer narrative:
D4 expiration date added. H4 manufacturing date added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information was provided by the customer indicated the device was in good condition during preparation/prior to use on the patient, continuous flush was maintained throughout the clinical procedure and the patients anatomy was normal. While there are a number of potential causes for the reported issue of coil in catheter friction, main coil prematurely detached/separated during use and main coil difficulty inserting, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported.

Event description:
It was reported that during endovascular coil embolization procedure, resistance was felt when the subject coil was guided into the microcatheter. When the subject coil was about to come out of the tip of the microcatheter, it got prematurely detached. Therefore, it was collected together with the entire microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during endovascular coil embolization procedure, resistance was felt when the subject coil was guided into the microcatheter. When the subject coil was about to come out of the tip of the microcatheter, it got prematurely detached. Therefore, it was collected together with the entire microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.